Event description:
Customer could not puncture because the needle did not come out. "As per cc form": on lot c2017160, the needle broke during the biopsy and on lot c2011689, he could not puncture because the needle did not come out the shealth a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? Yes. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site : pancreas. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site : nc. 11. If not with the device in question, how was the procedure performed and/or finished? With another echo-hd-3-20-c. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 20. What is the scope manufacturer and model number that was used? Olympus. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? No. 23. When was the issued with the product noted? On advancement of the needle on lot c2017160. 24. Was the syringe used during the procedure, after the stylet was removed? Yes. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes . 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? 1 on lot c2017160 and 0 on lot c2011689. 30. Did any section of the device detach inside the patient? No. 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This report is being submitted due to the completion of the investigation on the 01-aug-2023.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: 1 unit of lot number c2016689 of echo-hd-3-20-c was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 22 jun 2023. Stylet returned not inserted fully into device. Distal end of needle examined, and no issue observed. Stylet examined and no issue observed. Needle removed from device and needle break below sheath extender observed. Sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue but distal end of needle does not move. Stylet removed from device without issue. Attempted to re-insert stylet into device but does not pass just below sheath extender. Clarification was requested on whether any other defect, including the proximal needle break observed in the lab evaluation, was observed on the device prior to return. Reply received: "no. And I didn¿t open the package with the needle before send to you." This file is related to (B)(4) which captures a broken needle from lot number c2017160 that was used in the same procedure. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2016689 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2016689. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the proximal needle break that was observed on the device which may have been caused by excessive force when trying to get the needle out of the scope causing the needle to break proximally which led to the difficult advancement issue. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the target area could not be punctured because the needle did not come out. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the proximal needle break that was observed on the device which may have been caused by excessive force when trying to get the needle out of the scope causing the needle to break proximally which led to the difficult advancement issue.